Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from (B)(6) health authorities (ansm with reference number (B)(4)) and on (B)(6) 2017 from a pharmacist (both the information processed together with the clock start date of (B)(6) 2017. This case involves a (B)(6) years old male patient who received treatment with synvisc one and after 48 hours experienced immediate hypersensitivity (type 1) reaction. No past drugs, medical history, concomitant medication or concurrent condition was reported. No concomitant medication was taken by the patient. On an unknown date, the patient received treatment with one intra-articular synvisc one injection once (indication, lot/batch number: not provided) into the joint of the left knee. 48 hours later, the same day, patient presented with an urticaria generalized on all his body that occurred at waking up. The lesions were moderately pruriginous and decreased within a few days. Therefore this reaction did not occur immediately after the injection. The patient had not been hospitalized. The day before the occurrence of the cutaneous eruption, the patient did not take any treatment, including in the night. Since this clinical event, the patient took paracetamol and tramadol without allergic reaction. The prick test for synvisc one was negative and patch test with evaluation after 48 hours showed only an erythema (this result was not relevant). Ansm reported that, taking into account the chronology, it was probably an immediate hypersensitivity (type 1) reaction especially because it was the first time the patient received this product. It was added by (B)(6) health authorities that the adverse clinical events described in the leaflet of synvisc one included the occurrence of erythema and urticaria but the delay of occurrence was not mentioned. Corrective treatment: not reported. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc umber: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event (ime). (B)(4). Pharmacovigilance comment: sanofi company follow up comment dated (B)(6) 2017: follow up information does not alter the previous assessment of the case. Sanofi company comment dated (B)(6) 2017: this case concerns a patient who experienced an immediate hypersensitivity (type 1) reaction. The event has been assessed as related to the product as there is sufficient information to suggest a positive causal relationship. There is no information regarding patient's allergic history. The occurrence of hypersensitivity reactions with hyaluronic acid derivatives (i.e. Synvisc and synvisc one) have been well documented. Hence, this single case report does not alter the known safety profile of synvisc one.

Event description:
This unsolicited case from (B)(6) was received on 23- feb-2017 from (B)(6) health authorities ((B)(6) with (B)(4)) and on 24-feb-2017 from a pharmacist (both the information processed together with the clock start date of 23-feb-2017. This case involves a (B)(6) male patient who received treatment with synvisc one and after 48 hours experienced immediate hypersensitivity (type 1) reaction no past drugs, medical history, concomitant medication or concurrent condition was reported. No concomitant medication was taken by the patient. On an unknown date, the patient received treatment with one intra-articular synvisc one injection once (indication, lot/batch number: not provided) into the joint of the left knee. 48 hours later, the same day, patient presented with an urticaria generalized on all his body that occurred at waking up. The lesions were moderately pruriginous and decreased within a few days. Therefore this reaction did not occur immediately after the injection. The patient had not been hospitalized. The day before the occurrence of the cutaneous eruption, the patient did not take any treatment, including in the night. Since this clinical event, the patient took paracetamol and tramadol without allergic reaction. The prick test for synvisc one was negative and patch test with evaluation after 48 hours showed only an erythema (this result was not relevant). (B)(6) reported that, taking into account the chronology, it was probably an immediate hypersensitivity (type 1) reaction especially because it was the first time the patient received this product. It was added by (B)(6) health authorities that the adverse clinical events described in the leaflet of synvisc one included the occurrence of erythema and urticaria but the delay of occurrence was not mentioned. Corrective treatment: not reported. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. (B)(4). Seriousness criteria: important medical event (ime).